Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. One - por for critical ram parity error, addr=18ff, data=02, on (B)(6) 2011 13:09:39. One - patient alert for device circuit error on (B)(6) 2011 13:09:39.